Manufacturer narrative:
PMA/510(k) number = unavailable as the device lot number, rpn, and gpn are unknown. (B)(4). This event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
Per the voluntary FDA sus report mw5073856: it was reported that during retrieval of an inferior vena cava (ivc) günther tulip filter, the filter was discovered to be tip embedded, fractured, and a piece had migrated to the pulmonary artery. The filter had been placed in 2002 following trama. The ivc filter was able to be successfully removed; however, two small pieces were left in the patient's anatomy (one in the extravascular space near the ivc, and the other within a branch of the right pulmonary artery). It was noted that removal will be attempted at a later date. Additional information regarding this event is unable to be requested at this time as user facility information is unavailable.

Manufacturer narrative:
Investigation - evaluation: a review of the documentation, instructions for use (IFU), and specifications was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. No images were provided for review. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. Filter fracture is a known potential complication of vena cava filters. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the inferior vena cava (ivc), a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. Based on the information provided, examination of the returned product, and the results of our investigation, a definite root cause could not be determined. Per the risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.